Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that artifacts were seen on the right atrial and right ventricular electrocardiogram. A technical review was performed by boston scientific technical services (ts). Ts noted that the artifacts appear to be minute ventilation signals being sensed on the electrocardiogram channel. Ts noted that this only occurs when there is a high out of range pacing impedance situation in the system. It was noted that out of range pacing impedances measurements were see on the right atrial lead, indicating a possible issue with the right atrial lead. Ts noted although the minute ventilation is being oversensed on the ventricular channel this will not result in inappropriate therapy, as the system is designed to turn off the mv signal whenever an episode is declared. At this time the device and competitor leads remain implanted. A possible competitor right atrial revision was discussed. No adverse patient effects were reported.